Manufacturer narrative:
A specific root cause could not be identified. Based the provided calibration and qc data, a general reagent issue was ruled out. As the result was confirmed on another cobas c501 analyzer, a general instrument issue was not suspected. Upon follow up with the customer, she stated she believed the issue to be with the istat. The two patients are on hydroxy urea and the customer stated that this is a known substance that can interfere with the istat.

Event description:
The customer received questionable creatinine jaffe gen.2 results for one patient sample. The customer initially tested the lithium heparin whole blood sample on an I-stat analyzer. Then they repeated the sample on the cobas c501. A physician questioned the results as they did not match. (B)(6) 2015: result from I-stat: 1.8 mg/dl. Result from cobas c501 serial number (B)(4)=1.05 mg/dl. (B)(6) 2015: result from I-stat: 1.7 mg/dl . Result from cobas c501: 0.78 mg/dl. Refer to the medwatch with (B)(6) for cobas c501 serial number (B)(4). The customer did not know which result was correct. All of the results were reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 61335601 with an expiration date of 01/31/2017. The field service representative could not find a cause. He checked the rinsing and all pressures which were okay. He ran a precision check and qc which were within specifications.